Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (305 mg/dl). Customer administered a correction bolus. System check performed with tandem technical support indicated that the pump performed as intended. Recommendation was made to change the infusion site. Customer acknowledged and indicated that a correction bolus would be delivered thereafter.